Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal involved with this complaint and completed the device evaluation. The instrument was found to have a broken snake wrist cable at the distal end. As a result, the instrument could not engage properly with the sterile adapters on the in-house system. Additionally, the instrument was found to have damage to the pivot pin at the distal end. The pivot pin was bent and exhibited mechanical indentation. Visual inspection also found the pivot pin washers to be missing from their install location and were not returned with the instrument. The machined end of the pivot pin was severely deformed, and the pivot pin itself was bent. The pivot pin swage was inspected and found to be complete, and the pivot pin was secure within the instrument jaws. Damage to the pivot pin and the dislodged washers can be associated with mishandling of the instrument.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the synchroseal instrument had a frayed cable. The procedure was completed as planned with a new synchroseal instrument and no reported injury.